Event description:
It was reported the pump had previously been dropped in toilet subsequently could not be charged. Customer¿s blood glucose level was 300 mg/dl. The customer reverted to an alternate method of insulin therapy.